Event description:
According to the reporter, the clear flange of the device was collected of a milky film coating and then would flake off. The device had a lot more mucous plugging than normal. The patient had a replacement of the tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.